Manufacturer narrative:
(B)(4). Concomitant medical products: oxf anat brg rt sm size 5 PMA item#159570 lot#3032998. Oxf uni tib tray sz c rm PMA item#154723 lot#3922418. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2023-00017-1. The femoral component remains implanted and therefore not returned so visual and dimensional evaluations could not be performed. A review of the device manufacturing records for the femoral component confirmed no abnormalities or deviations. Device is used for treatment. Radiographs were provided and reviewed by a radiologist. Significant findings include subluxation of the femoral component as well as displaced polyethylene lining on the later time point. The original time points demonstrate possible improper sizing of the hardware for the bones. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right knee revision surgery due to luxation, approximately five (5) years and nine (9) months from initial implantation. Attempts have been made and no further information has been provided.